Manufacturer narrative:
(B)(4): the sp8343 debakey take apart insert device was not received for evaluation. Although device was requested, the customer confirmed that the device will not be returned. A photo was requested but no additional information was received from the customer. The customer also did not communicate a lot number (date code) for the device; therefore, the DHR review could not be performed. Without the device to confirm and evaluate the reported failure, bd is unable to determine the root cause. If the device becomes available the complaint will be re-opened and a more thorough investigation will be performed. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, during a laparoscopic hiatal hernia repair with nissen fundoplication the jaw of the device broke off while in patient. On (B)(6) 2017 the customer reported the date of the event was (B)(6) 2017, the patient was a (B)(6) yrs old, male, (B)(6) kg, no patient injury or intervention, patient stable after event, the device broke into the patient's body field, unknown how parts were retrieved, an x-ray was required, the device was removed but it was unknown if it was replaced with another device. The procedure was completed as planned and remained laparoscopic. The facility will be reporting but has not filed yet to provide the report number. The device will not be returned.